Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited a sudden rise in pacing impedance measurements. High out of range pacing impedance measurements were exhibited. The health care professional advised the patient was scheduled to be seen at the clinic. Additional information provided the patient was seen in clinic for an lv lead evaluation. After testing the field representative confirmed there was no loss of capture exhibited. However, high capture thresholds were exhibited. No noise was observed on any stored electrograms. Reprogramming will be completed and the patient monitored. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited a sudden rise in pacing impedance measurements. High out of range pacing impedance measurements were exhibited. The health care professional advised the patient was scheduled to be seen at the clinic. Additional information has been requested but was not provided at this time. This lv lead remains in service. No adverse patient effects were reported.